Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2013 due to patient allegations of pain. Review of invoice history confirmed the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received noted patient underwent a right hip revision on (B)(6) 2013 due to pain. Operative report further noted minimal metallosis and no loosening of the stem or acetabular cup. The modular head, taper adapter and acetabular cup were removed and replaced with an active articulation liner and modular head.

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2013 due to patient allegations of pain. Review of invoice history confirmed the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2013 due to patient allegations of pain. Review of invoice history confirmed the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received noted patient underwent a right hip revision on (B)(6) 2013 due to pain. Operative report further noted minimal metallosis and no loosening of the stem or acetabular cup. The modular head and taper adapter were removed and replaced with an active articulation liner and modular head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.